Event description:
A report received from the USA stated an 840 ventilator experienced a graphical user interface (gui) touch screen error issue. There was no pt involvement.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui touch-frame. The device passed the performance verification test (pvt). (B)(4).